Event description:
It was reported that the right ventricular (rv) lead exhibited a short circuit condition during shock delivery, with low, out-of-range defibrillation impedance, resulting in aborted shocks. The patient expired.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained.